Event description:
The customer contact reported the device does not record the actual patient demands made. The device was returned to biomedical engineering department with a report that the device was not recording the actual patient demands made. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. The customer contact reported being informed that the device display indicated there were 200 pca attempts made: however, the device delivered two 25mg doses instead of expected multiple doses. The customer contact reported that the total volume delivered from the vial was the expected volume the pt was to receive for the length of the delivery. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility when a pca pt demand was requested, the device delivered the expected volume to the graduated cylinder; however, the display did not indicate the device delivered the request. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.